Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for the stimulator revealed no anomalies. Final device analysis for the lead (serial (B)(4)) revealed no anomalies. Final device analysis for the lead (serial (B)(4)) revealed no anomalies. Final device analysis for the anchor revealed no significant anomalies. Final device analysis for the second anchor revealed no significant anomalies.

Event description:
It was reported that the patient exhibited new left leg pain in the immediate post-operative period. The reporter noted that they were unable to adjust stimulation. It was noted that it was too painful for the patient to allow the reporter to program beyond the first try on each lead. The reporter stated that there was exaggerated pain in the left leg (thigh) when stimulation was turned ¿on.¿ it was noted that there was no alleged product issue. It was noted that 0-3 were programmed +--+ and 8-11 were programmed +--+. All sensation was felt in the left leg on either lead and was too uncomfortable to leave on. It was noted that the health care professional was keeping the patient overnight at the hospital for observation. If the pain was not any better, they may opt for a full explant on the following day. It was noted that impedances in the operating room and post-operative were all within norms. It was further reported that the implantable neurostimulator (ins) and both leads were implanted on (B)(6) 2014 with severe left leg pain. The patient was admitted for observation with steroids and pain medications. It was noted the patient did not dissipate on (B)(6) 2014. It was further reported that no further diagnostics were performed. It was noted the system was totally explanted on the night prior to the report. It was noted there was no information on the patient outcome with pain at the time of the report. Additional information received reported that the pain resolved after the explant and there was no permanent impairment.